Event description:
During trouble shooting of a check lines and bags alarm the home patient (hp) stated he was trying to resolve the check lines and bags alarm by only changing out the cassette only. The baxter technical service representative (tsr) advised the hp to reset again with new cassette and bags. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the check lines and bags alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp stated that he not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he was doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. The hp said that he used bags from the clinic that night. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - reuse of single-use product issue. Complaint is confirmed but the root cause was undetermined. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.